Manufacturer narrative:
Device return requested. There are no previous complaints on this device. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 07/18/2024, znyo medical received a report from the customer that during preventive maintenance (pm), the device was reported to have a flow rate offset issue.flow rate offset: -06%. No patient was involved.

Manufacturer narrative:
Upon further evaluation, it has been determined that the reported failure mode does not meet the criteria to be classified as a complaint. Reference to complaint #: (B)(4).